Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the coronary artery. A 2.75 x 16mm synergy xd drug eluting stent was advanced for treatment. However, stent fold while trying to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that during the procedure, the stent failed to cross the lesion and the stent strut was lifted.

Manufacturer narrative:
Device evaluation by MFR: synergy xd mr us 2.75 x 16mm stent delivery system (sds). Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0.0380" this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 65cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination and no issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the coronary artery. A 2.75 x 16mm synergy xd drug eluting stent was advanced for treatment. However, stent fold while trying to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that during the procedure, the stent failed to cross the lesion and the stent strut was lifted.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the coronary artery. A 2.75 x 16mm synergy xd drug eluting stent was advanced for treatment. However, stent fold while trying to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.